Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381433 and lot numbers 4242486, 4282453. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard undisclosed needle retraction problem. The following information was provided by the initial reporter: 4242486 lot number having issues with safety retracting the needle when placing. 4282453 lot number also shown to have same retraction issue.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. An additional lot number was provided in this complaint for material number 381433. Lot # 4242486 mnf date 2024-09-03 exp date 2027-08-31.